Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their lower and upper gums have receded from the aligners. At check in patient marked true to pain, discomfort, bleeding, inflammation, blisters, sensitivity, jaw discomfort and chipped.

Manufacturer narrative:
Health effect: clinical codes added. Unspecified musculoskeletal problem: ulcer; blister; deformity/disfigurement.